Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: rvdr01 implantable pulse generator (B)(6) 2013; 5086mri45 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient presented to the emergency room in complete heart block after syncope with low heart rates, dizziness, and ventricular tachycardia. The patient experienced asystole and was resuscitated. The right ventricular (rv) lead demonstrated loss of capture when the patient took a deep breath. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.